Event description:
Wearing the extended 30 day soft contact lenses made by ciba vision contacts as indicated to be acceptable on the box and by the optometrist that prescribed them led to a documented bacterial infection in my eye which required numerous visits to an ophthalmologist and repeated usage of anitbiotics leading to scar tissue at the infection site.